Event description:
It was reported that an occlusion alarm intermittently occurred. The customer's blood glucose level was approximately 360 mg/dl. The customer performed a supply change and resumed insulin therapy.